Event description:
During a transcatheter aortic valve implantation (tavi) procedure, a blood leak was noted at the hemostasis valve after removal of the dilator. The device was not replaced, more blood was noted than if the valve functioned properly. There were no consequences to the patient,

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported leak remains unknown.